Event description:
Customer reportedly received results of 330 mg/dl and 98g/dl within 10 minutes on the aviva system. No high or low blood glucose symptoms reported with these results. No actions taken based on device results. L1 control was run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.